Event description:
Customer reported an alarm related to the tandem mobi cartridge during insulin delivery. The issue caused the customer¿s blood glucose level to exceed 500 mg/dl, displaying a "high" indicator, but no specific value was mentioned. To address the high glucose level, the customer administered a correction bolus using the pump and managed to successfully load a new cartridge to resume insulin therapy. The situation with the cartridge alarm was resolved, and a replacement pump was recommended due to persistent occlusion alarms. Customer support proceeded with a replacement as part of the resolution.